Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed surgical tool marks on both top and bottom covers. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
During explant surgery, the surgeon found fluid under the device. The recipient's infection has now resolved.

Manufacturer narrative:
The recipient was reimplanted with another advanced bionics cochlear device.

Event description:
The recipient is reportedly experienced swelling and pain at the implant site. The recipient ceased device use. The recipient was prescribed oral antibiotics, however, the issue recurs once antibiotic treatment is completed. The recipient's device was explanted.